Event description:
While doing im nailing of right tibia, 1/2" portion of drill bit broke off in proximal tibia. Procedure performed under fluoroscopy. Screw not implanted, portion of drill bit left in its place. Physician notified pt.